Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet shortly after initiation, with a postprandial rise above 400 mg/dl followed by hypoglycemia to a nadir of 50¿60 mg/dl confirmed by fingerstick; the user treated lows with oral juice, and education was provided on avoiding overtreatment during the learning period. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included transient impact on daily activities due to low glucose that resolved with self-treatment, and the glucose later returned to range. Investigation included troubleshooting and user education on treatment of hypo- and hyperglycemia. Investigation of this case revealed user-related overtreatment of hypoglycemia as the likely contributor to glycemic variability during early device adaptation. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error during hypoglycemia management.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.